Event description:
The customer reported that during use of this suture hook in an arthroscopic shoulder procedure, it broke. The surgical procedure was completed successfully using an alternate suture hook without injury or surgical delay.

Manufacturer narrative:
At this time, conmed linvatec is awaiting additional information on the return of the device in use. A follow-up report will be sent upon additional information. This is a limited reuse device. The instructions for use provides the following: warnings: if the hook or needle bends during use, immediately discontinue use and discard. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Avoid lateral stresses to the instruments or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Do not use if parts are broken, cracked or worn, or device function may be compromised. There is an increased risk of hook or needle breakage an unintentional patient injury may result. Precautions: do not exceed five (5) procedures per limited reuse suture hook. Do not attempt to pass more than one strand of suture at a time or the suture may not pass. Avoid mechanical shock or over stressing the instrument which may shorten the life of the instrument. To facilitate serialization and proper functions of the device, clean instruments properly after each use. Instruments (handle and limited reuse hooks) should be stored in the spectrum ii sterilization tray to protect the features. Instructions for use: prior to use, always inspect suture needle for damage (i.e. Worn, dull, bent or cracked). Prior to use, always inspect and test the instrument for proper function.